Event description:
It was reported that the patient had a new tear in the outer sheath of the driveline. The log files showed low flow events on (B)(6) 2022 at 12:31 and no evidence of any driveline issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a new tear to the patient¿s outer sheath of their driveline could not be confirmed as no photographs were provided for review. Additionally, an analysis of the submitted log file confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03sep201. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.